Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous peripheral intervention, arteriotomy closure of a mildly tortuous common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed no suture was present on the needle. The device was removed over a guide wire and a second proglide device was attempted, but with the same result, a needle to cuff miss occurred. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of the investigation was very limited and the reported cuff miss could not be confirmed. Based on visual inspection and functional testing of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.